Event description:
It was reported, via our sales rep, that he was observing a surgery procedure. During surgery he noted that the surgeon appeared to have problems with the target device. The distal drilling went astray. The surgery was completed via freehand-locking.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.